Event description:
It was initially reported that the balloon had come off inside the pt on a swan-ganz catheter. Follow up with customer indicated that a 831hf75 catheter was inserted and appeared that the balloon had detached, it was further stated that small fragments were retrieved. A new triple lumen catheter was inserted into the pt on the left side. The tip of the catheter was sent to pathology - tip will not be returned for eval. However, the catheter will be returned for eval. It was further reported by the customer that the balloon appeared to still be on the catheter. Pt was stable. No intervention was reported.

Manufacturer narrative:
The device has not been returned for eval.